Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 28 x 3.00 mm promus premier drug-eluting stent was selected for treatment. During the procedure, the stent dislodged while being advanced towards the lesion. The device was removed using a snare, and the procedure was completed with a different device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR: the device was not returned for analysis; however, angiographic media was received and reviewed. A review of the image provided could not confirm the alleged stent dislodgement, as the images provided showed a guide catheter with what appears to be a delivery system sitting on a wire distally from the distal end of the guide catheter. A snare is also noted to be sitting in the aorta and no presence of a dislodged stent can be confirmed form the reviewed image. A second image was provided which shows a detached stent on a snare, outside of the body, with the stent heavily deformed and stretched. This image can confirm the allegation within the complaint.

Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 28 x 3.00mm promus premier drug-eluting stent was selected for treatment; however, during the procedure, the stent was dislodged while being advanced towards the lesion. The device was removed using a snare, and the procedure was completed with a different device. There were no patient complications reported, and the patient was stable following the procedure.